Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (prime issue) issue. The reporter confirmed that the pump was not priming the tubing during the load step and the pump did not emit a ¿no cartridge detected¿ warning. No further details were provided. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported based on the allegation of an unspecified prime issue, which may lead to long term cessation of insulin delivery if the user is unable to resolve the issue.

Manufacturer narrative:
Follow-up #1: date of submission 10/19/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/27/2016 with the following findings: there were multiple loss of prime warnings observed in the black box with zero force. The pump was exercised for 24 hours- the loss of prime was not duplicated. The force calibration was within specifications. The pump was opened and there was no evidence of physical damage on the force sensor pins. Unrelated to the original complaint, the battery compartment was cracked. (B)(4).